Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that one year, three months and five days post port placement procedure, the patient developed lactobacillus infection. The device was removed from the patient. However, the current status of the patient is unknown.

Event description:
It was reported through litigation process that one year, three months and five days post port placement procedure, the patient developed lactobacillus infection. The device was removed from the patient. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Medical record states that the port insertion was performed for a cancer patient with need for chemotherapy access. A dual-lumen power port had been selected. Implanted procedure was performed and completed without any problem and appropriate positioning was confirmed by fluoroscopy. There was a good blood return and easy flush of heparin saline through each lumen of the port and later on incisions were closed. After one year three months and six and seven days later, cultures noted lactobacillus. The patient was continued with treatment of port infection and removal of infected dual lumen port from lactobacillus was suggested. After ten days removal of the port was performed. The port and the surrounding capsule were removed from the surrounding subcutaneous tissue, and it was subsequently removed from the chest wall. Gross diagnosis of the port showed double lumen port with attached catheter and fibrous capsule. The port was violet color. The external surface was pink, gray with a small amount of fibrofatty adhesion. The specimen was consistent with port, catheter and fibrous capsule, no histology was performed. Therefore, the investigation is confirmed for the reported bacterial infection. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6(method). H11: h6(result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.